Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 3 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2015. Multiple requests for additional information have been unsuccessful.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, attempts by the manufacturer to obtain the device for analysis were unsuccessful and the device was not returned. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.